Event description:
Related MFR report: 1627487-2020-00796.

Event description:
Follow up information obtained confirmed stimulation therapy was fully restored and procedure was completed without complications.

Manufacturer narrative:
Additional device information was requested but not received. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs lead was fractured causing loss of therapy. Consequently, surgical intervention was taken to replace the lead and address the issue.